Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in a chronic total occlusion of the entire left superficial femoral artery and popliteal arteries which was 400mm in total length. A non-bsc wire was placed through a crossing catheter which then was placed through the lesion. Then a non-bsc filter was deployed in the distal popliteal artery and the end of the anterior tibial artery. The jetstream was then loaded over the non-bsc wire. Multiple runs, which included the jetstream being used in a blades up and blades down setting, were performed. While treating the distal superficial femoral artery the jetstream lost aspiration. The device was removed from the body, and an attempt was made to re-prime the device. The device was reloaded onto the wire and activated, but again lost aspiration. The device was removed, and a new jetstream xc 2.4mm catheter was used. The device ran without issue and allowed the atherectomy portion of the procedure to be completed. Several balloons were used and a stent was implanted to finish the procedure. The patient experienced no complications and had a successful result.